Event description:
The facility contacted baxter (B)(4) to report a leaking eva two compartment 3000 ml bag with 4-spike set. This event occurred before use. There was no patient involvement and no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the upper compartment was filled with colouring solution to test it for leaks. A pin hole was revealed on front and back of the bag as small drops were observed from these pin holes. Hence reported problem was confirmed. On observing the holes on the bag, there is not a specific process that this issue may be directly attributed to. It is to be stated that this is the first non-conformity of this type. Hence, this non-conformity may be classified as a rare occurrence and very unlikely to reoccur. Moreover, it is important to note that the bag is leak tested twice during production. However, this complaint shall be communicated to the manufacturing area and quality assurance responsible at the plant for the production of the code mentioned in this complaint, thus ensuring awareness of this complaint and strict adherence to relevant requirements. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.